Event description:
Pt was admitted on (B)(6) 2005 for elective l5-s1 reduction and fusion of spine secondary to spondylolisthesis grade 1. The procedure was performed on (B)(6) 2005. During the course of the procedure, the hand-held 5.5 tamp inadvertently passed through the l5 vertebral body. The provider thought that he had reversed the tap, but it was still in the "forward" position. There was concern regarding a possible intra-abdominal or retroperitoneal injury; however, the pt was hemodynamically stable at the time of and immediately following the injury. Therefore, the surgical fusion was completed expeditiously and the surgical site closed. Post procedure, the pt was placed in a supine position for a CT scan eval of the abdomen. The blood pressure dropped. A subclavian line was placed and the pt was prepped and draped for an emergency exploratory laparotomy. Findings revealed a laceration in both the left and right common iliac veins. Repair of the vessels was completed and blood products administered. Once the pt was hemodynamically stable, he was transferred to the surgical critical care service/intensive care service at the hospital of the (B)(6) for add'l surgical procedure and intensive monitoring. Stay at hup was uneventful and pt was discharged home in stable condition on (B)(6) 2005.